Event description:
It was reported that this electrode over-sensed noise resulting in an untreated episode, and sense b node issue was suspected by the physician. In-clinic troubleshooting managed to reproduce the signal by palpating the s-implantable cardioverter defibrillator (ICD). The device was reprogrammed in secondary vector gain 2x, and no noise or faulty signal was observed on this vector. X-ray imaging was obtained and sent over to technical services for review. A technical services consultant confirmed both the high-resolution x-ray images of the system and the performed in-house testing point towards a conductor impairment which has been temporarily addressed by non-affected vector programming. It was noted that if noise is easy to reproduce by just rotating the can or lifting up related left arm, it is less likely a sense b issue and more likely a potential electrode mechanical issue. The very conservative solution would be to explant the whole s-ICD system. At this time, there is no evidence to suggest intervention has been performed. This s-ICD system remains in service, and no adverse patient effects were reported.

Event description:
It was reported that this electrode over-sensed noise resulting in an untreated episode, and sense b node issue was suspected by the physician. In-clinic troubleshooting managed to reproduce the signal by palpating the s-implantable cardioverter defibrillator (ICD). The device was reprogrammed in secondary vector gain 2x, and no noise or faulty signal was observed on this vector. X-ray imaging was obtained and sent over to technical services for review. A technical services consultant confirmed both the high-resolution x-ray images of the system and the performed in-house testing point towards a conductor impairment which has been temporarily addressed by non-affected vector programming. It was noted that if noise is easy to reproduce by just rotating the can or lifting up related left arm, it is less likely a sense b issue and more likely a potential electrode mechanical issue. The very conservative solution would be to explant the whole s-ICD system. At this time, there is no evidence to suggest intervention has been performed. This s-ICD system remains in service, and no adverse patient effects were reported. Additional information: technical services (ts) provided a new update to the health care professional (hcp) following a recent data review from latitude, as requested. Besides this, no further information has been provided. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.